Manufacturer narrative:
E1: initial reporter facility name: (B)(6) facility. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed defects in the caps of tubes causing issues in the automatic line and delays in performing tests. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation. Evaluation of the photos indicated that the cap has a molding defect. A total of 100 retained samples were visually inspected, and no molding defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molded part has defects - sharp protrusions. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed defects in the caps of tubes causing issues in the automatic line and delays in performing tests. There was no health impact or consequence reported.